Event description:
Additional info received reports the lesion had been pre-dilated with a 3.0 x 20 mm maverick balloon. The vessel dissection was treated with a taxus express2 3.0x8 mm drug eluting stent.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties and a dissection were encountered. The physician deployed a taxus express2 3.0x24 mm drug eluting stent in a moderately calcified proximal left anterior descending lesion with 90% stenosis. Once the balloon was deflated it would not release. It is unknown if it was stuck to the stent or on calcium. The stent was not fully deployed at the proximal portion, approximately 3 mm. They deep seated the guide to the stent and pulled to release the balloon. Then the physician postdilated the proximal portion of the stent with a quantum maverick balloon at 26 atm. At this point they noticed a distal dissection. The dissection caused by the stent was treated with an unknown stent. It has been reported the pt's status is satisfactory/good.